Event description:
It was reported that during an infusion of metaraminol at 12 ml/hr for the treatment of hypotension, the pump alarmed with a ¿channel error.¿ the syringe module was replaced with a different module and connected to the same pcu; however, the replacement module also generated a ¿channel error¿ alarm. During the period in which the pcu and syringe module were exchanged, the patient experienced a brief episode of hypotension. The metaraminol infusion rate was increased to 14 ml/hr for a period of time, after which the hypotension was resolved. It was reported that the patient was receiving palliative care and subsequently passed away. The customer reports that the patient¿s death was allegedly un-related to the reported device issue.

Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.